Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws did not open after sealing during a laparoscopic hemicolectomy. The surgeon was eventually able to open the jaws by using two hands. Another device was used without further consequences and there was no injury to the patient.

Manufacturer narrative:
(B)(4). One lf1637 was received for evaluation. The reported condition that the jaws did not open after sealing was not confirmed. The device was received with tissue stuck in the knife track and to the seal plate. However, the jaws opened and closed normally using the handle. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. No further sticking occurred. The IFU states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.